Event description:
Reportable based on analysis completed on (B)(6)2010. It was reported that during an unspecified procedure, a balloon rupture occurred. The 2.0cm x 8.0mm peripheral cutting balloon catheter was advanced to the target lesion. The balloon "burst at nominal pressure". No patient complications were reported and the patient's status is fine. However, analysis of the 2.0cm x 8.0mm peripheral cutting balloon revealed a shaft break.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual and microscopic examination of the device revealed a shaft break. The device was returned in two pieces. The shaft was separated 96mm from the proximal bond. The shaft appeared as if it had been cut. There was no other damage to the shaft that would have caused the shaft to break. The balloon had evidence of being inflated with blood present in the balloon and shaft however, the balloon could not be inflated due to the separated shaft. Microscopic examination of the balloon material did not reveal a material rupture. The balloon was placed in water in an attempt to locate the leak but again it could not be located. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)